Event description:
During a tfn for a femur fixation, surgeon attempted to exchange the offset ball tip reaming rod. The reaming rod pulled through the plastic of the medullary tube and the medullary tube broke in half. When the medullary tube and reaming rod were removed, the surgeon noticed fragmented pieces of plastic, indicating pieces may have been left in the patient's distal femur. Surgeon inserted another reaming rod to complete the procedure.

Manufacturer narrative:
Subject device is an instrument and is not implanted. Investigation could not be completed; no conclusion could be drawn as no device was returned or lot number provided. Synthes is unable to determine manufacturing date without a lot number.